Event description:
It was reported the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the product was no longer working properly. The existing ipp was explanted and replaced with a spectra penile prosthesis (spp) at the request of the patient. The explanted ipp is not expected for return. A supplemental report will be filed should additional information be received or the product returned for analysis.